Event description:
It was reported that the "buttons" on the pump are sticking. No information was provided on if the "buttons" were referring to the wake button on the pump or the touchscreen buttons. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.